Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 458 mg/dl. Customer was treated with manual syringes. Customer was using auto mode feature. Customer stated that they received sensor updating. Customer stated that they received calibration not accepted alarm. Customer reported they know the cause of the product not adhering. Customer declined troubleshooting insulin pump will not be returned be for the analysis.